Event description:
An unspecified problem with a homechoice machine was reported. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was returned and an evaluation was completed to investigate the reported event. A review of the event history log identified the occurrence of a check heater line alarm. A visual inspection was performed with no abnormalities noted. Full functional testing, electrical safety testing, and calibrations were performed with no issues noted. A simulated therapy was successfully performed on the device. Upon conclusion of the investigation, the cause of the alarm could not be determined. Should additional relevant information become available, a supplemental report will be submitted.